Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign hcp via a manufacturer representative regarding a patient who received morphine (10mg/ml, 4. 497mg/day) in an implantable pump for an unknown indication for use. Following a refill procedure on (B)(6) 2016, the pump was interrogated and a motor stall message appeared. There was no recovery recorded. There was no known environmental/external/patient factors that may have led or contributed to the issue. There were no further diagnostics/troubleshooting performed. The issue was considered to be ongoing. No surgical intervention occurred or was planned. The status of the patient was stated to be alive and with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was still implanted as of 17-jan-2017, but "continues blocked" [interpreted as the motor had not recovered]. A catheter test was going to be performed and further steps would be determined depending on the results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.